Event description:
Customer called stating customer noticed cracks in one of customer's infusion sets. Visible cracks/leaks in luer connection. Tubing not pulled on. Customer's blood glucose's experienced high due to the leaks. Lot no. 51 22 55 is involved in this event.